Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , the order were not crossing to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in this incident, it was determined that the order reportedly did not cross over to station to be dispensed. A technical support specialist (tss) remotely accessed the server and ran a query to check when the order ending was received on the es server. The message timestamp showed that the order was received and successfully processed. The med application and data synchronization logs were pulled, confirming that the station was communicating during that timeframe. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , the order were not crossing to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.